Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted (B)(6) 2006. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient has not had any complications. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.